Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/30/2025, a sales representative reported via (B)(4) that an ar-9628s univers revers¿ modular glenoid system 3.0 mm drill bit fractured. This occurred during a reverse total shoulder arthroplasty when the tip of the drill bit broke off intraoperatively. The missing portion of the drill bit has not been visually identified or verified postoperatively and is potentially retained within the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during use.